Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during the procedure, the physician was about to place a ureteral stent for the patient, but when the stent was unpackaged, it was found that the ureteral stent was fractured. Therefore, a new ureteral stent was used.

Manufacturer narrative:
Block h6: updated imdrf device code a0414 captures the material split, torn or cut. Block h11: the percuflex ureteral stent was not returned for analysis, but an additional information response from the customer provided the information that, the ureteral stent was torn from site of the thread hole and not broken into two pieces along the shaft. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, boston scientific no longer considers this to be a reportable event. Block h6 has been updated based on the additional information received on june 30, 2025.

Event description:
It was reported that during the procedure, the physician was about to place a ureteral stent for the patient, but when the stent was unpackaged, it was found that the ureteral stent was fractured. Therefore, a new ureteral stent was used.